Manufacturer narrative:
Evaluation summary: one sample of endotracheal tube with stylet was received for evaluation. An inflation/deflation test was performed. The 25cc's of air was applied to the cuff using a syringe and it was observed the cuff deflated immediately, a visual inspection was performed, and it was observed the cuff presents a small cut. The failure mode cut in cuff is confirmed. The investigation isolated the failure to the cut in the cuff, but a cause was not identified. The product relates to the reported complaint event. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to use, air was leaking from the cuff. It was also reported that the product seem to have a pin hole. No patient involvement.